Manufacturer narrative:
The reported event of lost stimulation was not confirmed. Visual inspection of the lead did not identify any anomalies. The lead was functionally tested and passed all testing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01943. It was reported that the patient lost therapy following an ipg replacement procedure (related manufacturer reference number: 3006705815-2020-01703). As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the system was explanted and replaced.